Event description:
While physician was attempting to insert implantal port a drastic drop in blood pressure was noted by anesthesia. Chest tube was inserted draining bloody fluid. Chest was opened to control bleeding.